Event description:
It was reported that the patient presented for a routine clinic check. Upon interrogation, the right atrial lead exhibited high atrial capture thresholds along with instances of lead noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure.